Event description:
The pt received her scs sys on (B)(6) 2010. It was reported that the pt is experiencing a tingling sensation in her right ribcage both when stimulation is on and off. The physician feels that the lead may have migrated and would like to surgically reposition it. The pt has been scheduled for a revision. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.